Event description:
It was reported that during a rectum cancer resection the instrument worked about 10 seconds. Solid tone and error code displayed. A gouged was found in the blade tip. Changed to another instrument to complete the operation. No pt consequence reported.